Manufacturer narrative:
(B)(4). Date of event: publication year of 2015. Medical device: batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title : ten year experience with endoscopic radial artery harvesting at a canadian cardiac centre, author : swinamer s.a.; fox s.a.; chu m.w.; novick r.j.; quantz m.a.; guo r.; nagpal d.; mckenzie n.f.; sy j.; gelinas j.; burns d.; kiaii b.. Citation: canadian journal of cardiology. Conference: 68th annual meeting of the canadian cardiovascular society. Totonto, ont. Canada. Conference publication: (var.pagings). 31 (10 suppl. 1) (pp s186), 2015 the study discussed about the endoscopic radial artery harvesting (erah) which was a standard care for coronary artery bypass grafting (CABG) patients. From july 2004 to may 2015, 793 patients underwent erah. A reusable endoscopic harvest of the saphenous vein (esvh) system with the addition of a harmonic ultrasonic scalpel/shears (ethicon) were used to facilitate the removal of the radial artery (ra) for CABG patients. Reported complication included post-operative chronic neuralgias (n=5). In conclusion, erah can be effectively and safely adopted as a harvest technique for the ra for CABG. The results in the article demonstrated erah provides adequate length conduits in a timely manner through much smaller incisions without intimal trauma resulting in low rates of infection and neurological impairment and excellent long-term patency.